Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported problem cannot be confirmed. A root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient care coordinator contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient, that on (B)(6) 2015, the patient developed an allergic reaction to the sensor adhesive and sought medical intervention from their health care provider. The health care provider advised to add more tape. No additional patient or event information is available.